Manufacturer narrative:
The insulin pump was received with all operating currents within specifications. There was no unexpected low battery or off no power alarms. The device passed off no power test, self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test and excessive no delivery alarm test. The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. The functional test was unable to be performed including the occlusion test due to prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call delivery anomaly, high blood glucose and low blood glucose levels. Customer's blood glucose level went as low as 50 mg/dl and as high as 500 mg/dl. Customer declined to troubleshoot and wanted a replacement device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.